Event description:
User facility report: two catheters were removed from pts due to infections. Upon removal the catheters were found to be in two pieces. Both catheters were subclavian insertions performed by the same surgeon. One catheter was in for 6 weeks, the other just 1 week. One catheter was discarded, the other retained by risk management.